Manufacturer narrative:
On (B)(6) 2018, haemonetics received a report of a nexsys pcs device which failed the power on self test protocols, and a burning smell was reported. The device was returned to haemonetics for evaluation on may 21 2018. Upon evaluation it was observed that there was a loose cable within the device, between the pneumatic pcb and the interconnect pcb. A loose cable may result in localized overheating within the subcomponents on the printed circuit boards. It was not possible to determine if the cable was loose prior to the subcomponent overheating. It cannot be determined if the cable became loose as a result of the overheating as the cable connector, or if it was disconnected by user error during a maintenance/calibration exercise. It was observed that the interconnect pcb was too melted to maintain a secure cable connection. The interconnect pcb failed functionality testing as a result of the damaged connector, however the pneumatics pcb was tested and found to be functional and was undamaged. According to haemonetics risk documentation, risk-ha-6003, there is a potential risk of the device operator being burned as a result of an electrical malfunction due to a component failure. The interconnect pcb will be replaced and the nexsys pcs unit will be verified to meet manufacturer specifications prior to being returned to service.

Event description:
On (B)(6) 2018, (B)(6) contacted haemonetics product support to report an incident of a nexsys pcs device failing the power on self test protocol tests, and a burning smell was observed. The customer ran a diagnostics test and also found an error code for a communication failure to the line sensor subcomponent. This occurred during the self test and set up of the device prior to a plasmapheresis procedure, there is no donor involved with this case.